Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the anchor was broken. The following information was provided by the user facility: during preparation, when the angio-seal device was being taken out from the pouch, the physician inadvertently broke a part of the anchor. The device was not used and another angio-seal device was used to continue the procedure. The physician had not completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 6 fr. Hemostasis was successfully achieved by the second angio-seal device. It was reported that the patient had no health damage.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the evaluation codes. The codes were unable to be selected when follow up no. 1 report was submitted, the codes are now available and have been selected.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr arteriotomy locator, 6fr hemostatic sheath, tamping tube, suture with the collagen and anchor attached were returned for evaluation. The sts plus device associated with these components was not returned. The returned components were subjected to visual analysis were bloodlike substance was only observed on part of the collagen. The suture was found threaded through the tamping tube with a bluntly cut proximal end. The anchor was examined and appeared to be intact with no anomalies noted. Functional testing was then performed with the arteriotomy locator and hemostatic sheath. The arteriotomy locator could be successfully inserted into the hemostatic sheath with an audible click heard and a tactile click felt. There was resistance to the removal of the arteriotomy locator from the hemostatic sheath. The complaint could be confirmed for device component dislodged/displaced, as one would not expect to have the anchor, collagen, and tamping tube exposed when the device was being handled during preparation. From the complaint description, this occurred when the user inadvertently caused these components to prematurely release. The IFU clearly identifies the steps needed to successfully deploy the device. At this time, these steps do not appear to have been followed. Additionally the suture appeared to be intentionally cut as evidence by the blunt proximal end of the suture. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.